Event description:
The event is reported as: three days after a cat had a dental procedure at the reporting facility, the cat developed subcutaneous emphysema and was treated at an emergency veterinarian clinic where it was diagnosed as having a tear in the trachea. The tech at the veterinarian's office stated they had intubated with a used et tube. It was stated that the tube's cuff had deflated upon intubation and the flange ruptured the trachea upon extubation. The cat recovered. Attempts to get further info failed.

Manufacturer narrative:
The device is not available for investigation at time of this report. Investigation is ongoing and a follow-up report will be sent when investigation is completed.